Manufacturer narrative:
Concomitant: product ID 3389s-40, lot# va0a2fn, serial# implanted: (B)(6) 2013, product type lead; product ID 3389s-40, lot# va0a2fn, implanted: (B)(6) 2013, product type lead; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type extension. (B)(4).

Event description:
It was reported that the patient had an intravenous hemorrhage on the left side. It was determined by a CT scan on (B)(6) 2013 that this was caused by the leads being in the incorrect position. It was also reported that the patient had a decline in mental status after lead placement and was kept in the hospital until his mental status returned to baseline. The leads were left in until they were removed and replaced on (B)(6) 2013 and the event resolved without sequela.

Manufacturer narrative:
Information references the main component of the system, other applicable components are: product ID 3389s-40 lot# va0a2fn explanted: (B)(6)2013 product type lead product ID 3389s-40 lot# va0a2fn explanted: (B)(6)2013 product type lead : upon a secondary review of the file, it was determined that patient code (B)(4) no longer applies as (B)(4) was assessed as being more appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep). It was reported the hcp assessed the etiology of the event as related to the device/therapy and related to the implant procedure. The endpoint adjudication committee (eac) assessed the etiology of the event as not related to the device/therapy and related to the implant procedure. Follow-up is being conducted to obtain clarification on the following discrepant information: the implant date of the leads and implantable neurostimulator (ins) associated with this event occurred after the event date and explant date of the leads. No further complications were reported/anticipated.

Manufacturer narrative:
This value was corrected to 2017-10-08. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Applicable component device information was updated: product ID 3389s-40 lot# va0a2fn implanted: (B)(6)2013 explanted: (B)(6)2013 product type lead product ID 3389s-40 lot# va0a2fn implanted: (B)(6)2013 explanted: (B)(6)2013 product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional from a clinical study reported the adverse event was updated to left cerebral intraventricular hemorrhage. Device event was updated to indicate left lead displacement. The cause of the lead being placed in the incorrect location was not determined. It was noted on (B)(6)2013, the lead was too far medially and had punctured the ventricle. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The intervention was updated to surgical repositioning of leads on (B)(6) 2013. It was further clarified that the lead implant date was (B)(6)2013. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.